Event description:
The facility reported an infusion pump with a failure code 570 condition. The event was reported to have occurred during bio-med testing. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
Evaluation summary: evaluation was completed and the reported condition of failure code 570 was confirmed. Inspection of the device revealed damaged batteries. The main batteries were replaced and the baxter technician tested the device. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated.